Manufacturer narrative:
The zephyr valves were used on label outside the united states to address a persistent air leak. In a recent publication that included 67 subjects treated with the zephyr ebv for the management of persistent air leaks, no pneumothorax events were reported (fiorelli, et al. Unidirectional endobronchial valves for management of persistent air-leaks: results of a multicenter study. J thorac dis. 2018 nov; 10(11):6158-6167). However, for this particular event, the placement of the 2 valves likely resulted in complete occlusion of the lobe in which the valves were placed. Occlusion and atelectasis of a treated lobe as is observed during treatment of hyperinflated lobes can cause a pneumothorax. Pneumothorax is the most common side effect associated with the zephyr valve treatment for hyperinflation in emphysema patients (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the (B)(6) study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical clinical study and is an expected side effect to the zephyr valve treatment. Additionally, in the liberate study, there were two reported occurrences of subcutaneous emphysema out of 128 subjects that were treated with zephyr valves for emphysema.

Event description:
Patient was referred by a cardiothoracic surgeon with a persistent air leak (pal) following 2 unsuccessful surgeries for a spontaneous pneumothorax. This patient was being treated in the (B)(6) (outside of the united states), and zephyr valves have an expanded indications for use which includes the treatment of air leaks in europe. On (B)(6) 2019, two zephyr valves (one 5.5-lp ebv and one 4.0-lp ebv) were placed in the right upper lobe (rul) after balloon assessment, with good initial response. However, about 90 minutes after the procedure, the patient developed what appeared to be a secondary collapsed lung and severe subcutaneous emphysema going up to his face, causing closure of his eyes and marked hypoxia. He immediately returned to the operating room for removal of the valves. There was immediate improvement in his hypoxia after the valves were removed, and the subcutaneous emphysema subsided over the next 24-48 hours. The patient was discharged from the hospital on (B)(6) 2019.